Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value and over delivery. Customer does not allege the pump for over delivery. Customer¿s blood glucose value at time of incident was 45 mg/dl and current blood glucose value was 49 mg/dl. Customer treated with food and glucose tablets. Insulin pump will not be returned for analysis.